Event description:
No harm to patient. Pt with ngt [nasogastric tube] suddenly vomiting copious amounts of bile for this rn. This rn turned attention to ngt/cannister/med vac. Med vac was not working. Med vac dial not controlling suction level. Med vac unable to suction at anything less than max suction or no suction at all. This rn exchanged med vac for functioning unit and set to low wall suction as ordered. Cannister began filling immediately. All tubing patent and tubing working perfectly.